Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. The lancet remained in the customer's finger; no medical treatment required. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).